Event description:
Medtronic rec'd info that this hollow fiber oxygenator failed to oxygenate during a procedure, and that the body fluid flowing through the device had turned dark in color. It was reported that the product had been used for approx 3 hrs before the event occurred. The decision was made to change out the product, which was performed without reported complication.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows body fluid residue inside the fiber bundle along with small living organism attached to bundle (6-8 small bugs). Device was cleaned for eight hrs. Prior to performance testing, the gas cap was pressure tested to 5 ps with no signs of leaks at outer case joint. Performance test results are as follows: o2 xferc was 404 ml/min, typical results of a non-coated, previously run oxy is 335 ml/min. Co2 xferc was 316 ml/min, typical results of a non-coated, previously run oxy is 258 ml/min. Blood side pressure drop was 92 mm/hg, specification is <124 mm/hg. Unit performed within typical ranges. Conclusion: analysis did not identify a product performance issue that would have caused or contributed to the reported event, as the product performed normally throughout testing. The device was changed out with no reported adverse pt effects.